Event description:
It was reported that the bur was sticking through the sterile packaging. It was also reported that this was noticed by the user when the box was opened and there was no patient involvement.

Manufacturer narrative:
The device subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the packaging was punctured at the notch end of the bur. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." The root cause is undetermined.